Event description:
Same case as MDR ID 2134265-2013-05599. It was reported that during percutaneous transluminal angioplasty, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous right anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was used for dilatation after it crossed the lesion. On first inflation, the balloon was inflated to 6 atmospheres for 5 seconds and ruptured. So they decided to use a 2.0x2.0 coyote es balloon catheter for dilatation. However, on the first inflation, the balloon was inflated to 10 atmospheres for 10 seconds and ruptured. There was no kink and resistance during the procedure. The 2 devices were retrieved intact from the patient. The procedure was completed with a 1.5mm x 40mm coyote mr balloon catheter. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: (B)(4). Device evaluated by MFR: the complaint device was received for analysis. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall aligned with the proximal end of the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).